Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose level over 600 mg/dl, but was asymptomatic. No unusual treatment was required. During troubleshooting, customer support found that the battery cap had never been replaced and that the threads on the cap and in the battery compartment were stripped/damaged. This complaint is being reported as the patient experienced hyperglycemia and the damaged issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as the battery cap was not replaced per IFU.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery compartment was observed to be cracked. The returned battery cap was unable to tighten to the pump and unable to maintain an electrical contact; therefore, causing loss of power and rebooting to the pump. Due to the battery cap damage, the 24 hour duration test was completed with a test cap. The test cap was able to fully secure to the pump. There was no data available in the black box from the date of the complaint; therefore the original complaint could not be confirmed. The total daily dose (tdd) showed a time/date default on (B)(4) 2015 and the time was not manually reset to the correct time. The pump passed the delivery accuracy test with no delivery defects or malfunctions noted. The default and incorrect time/date was recorded in the tdd history from (B)(4) 2015. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the original complaint, the display was dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.